Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00085 on 30-apr-2024. Additional information (25-jul-2024): upon further investigation, siemens determined some areas of the vacuum sub-system can potentially become occluded during normal operation and the analyzer will fail autocheck for vacuum errors when the blockage is present. If the vacuum pressure goes too high or too low, the analyzer will cancel all tests. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report falsely elevated high-sensitivity troponin I (tnih) results that were obtained on 6 patient samples on atellica im 1300 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. A customer service engineer (cse) was dispatched to the customer¿s site. The cse addressed the primary and secondary vacuums malfunction, performed daily maintenance, and ran an autocheck, which were acceptable. Siemens further evaluated the event and reviewed instrument files, which demonstrated the primary and secondary vacuum waste pressure showed an anomaly around the time of the erroneous results. Siemens further determined that there was a potential occlusion on the vacuum lines, which potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely elevated high-sensitivity troponin I (tnih) results that were obtained on 6 patient samples on atellica im 1300 analyzer. With the exception of the erroneous result for the sample identified as 372311, the customer reported the erroneous results to the physician(s), who reportedly started the patients on blood thinners and ordered angiograms. It is unknown if angiograms were performed. The samples were repeated on an alternate atellica im 1300 analyzer. The repeat results were lower than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to the falsely elevated tnih results.